Manufacturer narrative:
The replaced part was not returned to physio-control for further evaluation. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Event description:
A customer contacted physio-control for preventive maintenance of their device. Upon initial evaluation, physio-control observed that on button was inoperable. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and verified the issue of inoperable on button. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control for preventive maintenance of their device. Upon initial evaluation, physio-control observed that on button was inoperable. In this state the device may not be able to provide defibrillation therapy if it were needed. There were no reports of patient use associated with the reported event.